Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report by a nurse of peritonitis in a patient coincident with dianeal (unspecified) for peritoneal dialysis (pd) therapy . It was reported that on (B)(6) 2012, the patient experienced peritonitis (no further details were provided). Treatment was not reported. Per the pd nurse (pdn) the cause of the peritonitis was the patient made a mistake of touch contamination. The pdn reported the patient is recovering. No further information is available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint, for use error - breach in aseptic technique is confirmed because the patient made mistake / touch contamination, which is a use error that can cause can peritonitis. The assignable cause is not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.